Event description:
Customer reports taking humalog based on a device result of 590 mg/dl obtained on the aviva plus system. Within 10 minutes the customer tested 134 mg/dl and 63 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.